Event description:
It was reported that the patient was admitted to the hospital for about two weeks due to a cerebrospinal fluid (csf) leak. The patient was noted to have undergone a blood patch upon admission, but it "did not work, and ultimately required revision of the lumbar wound and repair of the csf leak." A dye study was performed, but it did not show a leak. The dye study confirmed that 215 cc of csf was within the pump pocket. It was noted that nothing grew from the patient's pump seroma cultures or csf. A post-operative wound check indicated that "everything was healing well, and his parents were happy with his tone control." The csf leak was not found to involve any part of the catheter, though the leak was noted "to be around the catheter" and was repaired surgically after the blood patch was found to be ineffective. The medication used within the system was gablofen 2000 mcg/ml. Further patient symptoms were unknown as of the date of this report, though the patient was reported to be "now doing well." No additional information was available at the time of this submission. A follow-up report will be sent if further information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).